Event description:
It was reported by the customer's son that the customer had a button error on his insulin pump. Customer's blood glucose level was 135 mg/dl. Customer stated that the keypad is peeling. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump received with peeling button keypad overlay, minor scratched display window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip.